Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the patient has been very sick with high blood glucose (bg) levels and her diabetes educator (de) thinks it might be the pump and has recommended she go back onto injections. On (B)(6) 2013, she had a high bg and did a complete change of insulin and site. Her bg remained high, in the 20 mmol/l range, so she called her de that evening. The de advised her to give 10 units via injection and put her on a temporary basal of 120%. Patient said, she gave herself bolus injections every 3 hours during the night and woke up with a bg of 8mmol on (B)(6) 2013. Before breakfast her bg was 7mmol/l. After bolusing for her breakfast as normal her bg rose up to 22mmol/land ketones were at 2-3. She did another site change at 11am in the morning and kept trying to correct but it did not bring her down. At 1:30 pm, her bg was reading ¿high¿. Her de advised her to disconnect from the pump and to give 28 units of lantus and 10 units of humalog. At 4pm when she called, her bg had gone down to 18mmol/l and she was feeling a bit unwell. Her de told her that if her levels do not come down or she begins to feel any worse, to go to hospital. Patient states, the pump emitted no alarms, and that she is on no other medications. Although no specific evidence of pump malfunction, defect, or misuse was detected, this complaint is being reported due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the hyperglycemia.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 10/24/2013 with the following results: no defect was found. Black box review shows no activity outside of normal use, the last basal delivery was on (B)(6) 2013. Tdd add up correctly and reflect the programmed basal target. Pump powers ¿on¿ and displays ¿verify¿ screen. The unit passed ¿ez-prime¿ steps and exercised for 24h, no alarms or delivery interruption occurred during the duration test. Force sensor calibration reading is within specification the pump passed a 29h flow accuracy test successfully. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.